Event description:
Arjohuntleigh received a customer complaint where it was indicated that the resident fell out of the sling during the transfer using opera lift device. From the information received the resident received head injuries as a consequence of the event and was sent to hospital for treatment - stitches to the head were applied.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the manufacturer arjohuntleigh magog inc. On behalf of the importer (B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation. (B)(4).